Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced severe halos & wavy vision. The iol was exchanged for the another lens model 2 months following the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A lens exchange from one model lens to another model of company lens is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Corrected information provided in b.2. B.5. And h.11. Based on information available, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).